Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. Customer did not perform troubleshooting for their high blood glucose reading. Customer also reported priming issue, the issue was not resolved. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump was received with intermittent button response due to flattened esc and act button dome switch (creased). No unlocked lcd keypad connector. Unit was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify prime/fill anomaly due to compromised force sensor system alarm. Insulin pump was received with normal operating current. Insulin pump passed self-test. Insulin pump passed off no power test. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.